Manufacturer narrative:
Return requested. Replacement standalone & x-relaykit shipped to site 04/21/2016. Medtronic investigation of returned suspect standalone & x-relaykit confirmed reported issue not powering generator boards. Standalone board fails bench test, outputs tp 24 and tp25 (110 vac) have no voltage present with ac power applied. Relay and varistor pass dvm test. Noted at bench test that the cooling fans are slow to turn on. No power - electrical failure. On 04/22/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed, 2d and 3d. Generator not powering on. Replaced isolated stand alone board, relay and varistor. Tested imaging system, ready for use. Issue resolved.

Event description:
A medtronic representative reported that, while in a t9-t12 posterior spinal fusion procedure, the imaging system was not exposing or taking x-ray during surgery. The surgeon opted to discontinue the use of the navigation system and the imaging system and proceeded with the surgery to a successful completion. Delay in therapy was less than one hour. There was no impact on patient outcome.